Event description:
During a journal article review of the canada journal of surgery, vol. 55, no. 5 october 2012 the article makes references to harmonic ace curved shears as being the device used for ultrasonic dissection. The devices were being used in a randomized controlled trial between january 2009 and december 2009 for laparoscopic cholecystectomy procedures. The journal articles mentions secondary outcomes for the different groups. For the ultrasonic dissection group: 16.7% bile leak; 2 patient had spillage of stones, 5 patient has gallbladder perforations. No patients required conversion to open surgery and the only postoperative complications that occurred were port site infections in 2 patients, but it is unknown from the article which group these patients were from.

Event description:
New information received; devices were re-used/reprocessed and gallbladder perforation not attributed to device usage.

Manufacturer narrative:
(B)(4). New information in the ultrasonic dissection group, do these uses (the surgeons who wrote the article) attribute the harmonic ace to the perforation? Ans- no. Were any of the devices re-used/reprocessed? Ans- yes. What other instruments were used in the procedure? Ans-bipolar and scissors and graspers. What is the make and manufacturer of the trocars that were used? Ans- metal trocars karl storz. If ees trocars, were the port site infections reported to us as complaints back in 2009? Ans- ees trocars were never used. Were complaints reported for the events mentioned in the journal article, events being for intraoperative complications: gallbladder perforation with bile leakage in 16.7% of the patient¿s in the ultrasonic dissection group. No complaint was reported as it was not pertaining to the use of ultrasonic shears. For secondary outcomes: spillage of stones with 2 patients in the ultrasonic dissection group. Regarding the port site infections that occurred in 2 patients, which group where these patients in? Ans- electro cautery group. Which product code was being used? (B)(4). Was the surgeon doing a clip-less procedure with the ace devices? Ans- clips were used. Customer is of opinion that there is no need to raise complaint as the gall bladder puncture, bile leak in case of harmonic was not related to product outcome but may be due to surgeon's technique and skills as the study was conducted by sr. Residents under departmental guidance.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.